Event description:
Patient with recent diagnosis of breast cancer had groshong inserted on (B)(6) 2011 and found to have disruption of the catheter on (B)(6) 2011 requiring retrieval of catheter on (B)(6) 2011 by interventional radiologist.